Manufacturer narrative:
(B)(4); the boston scientific field representative reported the physician has elected to make no changes at this time. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock while sleeping. A review of the episode showed atrial fibrillation (af) with bundle branch block or aberrant conduction. Small r-wave amplitudes resulted in t-wave oversensing. The physician planned to consider an exercise test, evaluate the other sensing vectors, and assess the position of the system. No adverse patient effects were reported.